Event description:
Initially, a 9 mm polyethylene implant was placed. However, there was some laxity so the 9mm implant was removed and an 11mm polyethylene implant was placed. During the exchange, the locking wire from the ill-fitting implant broke, as it should. But due to faulty design, instead of staying contained w/in the implant, the fragment fell in the operative field.